Event description:
The user facility in (B)(6) reported aspiration surge effect, which made the chamber of the eye unstable. The surgeon made an adjustment to the unit and completed the surgery with no further complications. There was no patient impact, injury or medical intervention required.

Manufacturer narrative:
Eval completed on one opened pack. Visual inspection found fluid in the lines and what looks like organic material in the lines and collection bag. The collection bag has been cut approx. 1 inch across. A partial functional test was performed after cleaning the stainless steel diaphragm. The assembly calibrated as required. However, the priming process could not be completed due to the damaged collection bag. The assembly cannot function properly in this condition. The sterilization and lot history records were reviewed and found to be acceptable.